Event description:
Mammography collimation light is out and has been out for over 30 days. Capital imaging refuses to fix it. This is an mammography quality standards act violation. Capital imaging performs radiation exams without provider scripts. Capital imaging does not have their employees wear radiation monitoring devices (only when the state comes, they make you wear it then take it back when they leave). Capital imaging still employees' certain individuals who have radiated the wrong patient and let them get away with it. Capital imaging has mold in the building and paints over it to hide it (specifically the MRI department). Capital imaging does not have their employees wear name badges.